Event description:
It was reported that the pump had eroded through the skin and a revision was planned. It was noted that the patient's scar had opened and exposed the pump. The health care provider replaced the pump and moved it to the other side. The patient was reported to be doing well. The pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8709sc, lot # n259166002, implanted on: (B)(6) 2010, explanted on: unknown; catheter: model # 8578 sc, connector: serial # unknown, implant: unknown, explant: unknown, catheter: model # 8596sc, serial # unknown, implant: unknown, explant: unknown; (B)(4).